Event description:
Per biotronik patient tracking, this system was removed due to infection. This device was replaced with a linox sd 60/16. The hospital discarded the system. Corox otw 85 - bp, MDR 1028232-2009-00942. Linox sd 65/18, MDR 1028232-2009-00943. Boston scientific, 4086.